Event description:
It was reported that the patient had pain across her bladder a month or more. She turned it off a week prior to seeing the physician assistance at doctor¿s office four days before reported event date. The test shows the bladder was retaining 600cc (cubic centimeter) of urine. Her bladder feels like it had pain when her legs were moving. Also mentioned that her back feels better when neurostimulator was turned off. She had back issues years ago from a car accident, she had nerve burns in the past. The patient mentioned that her botox injection with doctor was cancelled. The patient's status was unknown. It was later reported that the patient found out her doctor might be coming back. The patient did not see the pa (physician assistance) at doctor¿s office again after her (B)(6) call. She turned stimulation down to 1.0 and her back pain doesn't seem as bad, but she still has bladder pain and the burning pain when she was done straining to go. The patient now believes she's always had problem since the second ins (stimulator) was implanted on (B)(6) 2014. She mentioned that her ins was implanted deeper the second time so that it doesn't poke out. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v382104, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).